Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the gate on the harvester would not close. The product was changed out. There was no patient injury. The surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation. Investigation into past complaints of similar mode of failure indicated that the event may have occurred due to dislodgement caused by excessive pressure placed on v-keeper button. (B)(4).